Event description:
Exactech equinox reverse shoulder replacement (B)(6) 2023. Increasing pain, popping and movement felt (B)(6) 2024 with significant pain by (B)(6) 2025. On (B)(6) 2025 exactech device removed and found to have near translucent proximal numerous bones with metal shavings. New device placed. Total cost was over (B)(6) for removal of exactech device and replacement with new device.